Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time, there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited low intrinsic amplitudes and low pacing lead impedance measurements of less than 200 ohms. No further additional information has been able to be obtained. The system remains in service. No adverse patient effects were reported.